Event description:
It was reported that the device was pacing during ablation. Noise reversion mode was off. Possible undersensing was suspected. No further information is available.

Manufacturer narrative:
(B)(6).